Manufacturer narrative:
(B)(4). Results: endoleak. Unknown cause of endoleak. Conclusions: endoleak. Unknown cause of endoleak.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that intra-operatively there was an unknown type of endoleak. The physician suspected a type ii or a type IV endoleak. No intervention was performed and the patient will be monitored. No additional clinical sequelae were reported.